Manufacturer narrative:
The affected load was reprocessed. Pt identifier: correction from unk to na. Age/date of birth: correction from unk to na. Weight: correction from unk to na. (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), retains analysis, trending of lot number, system risk analysis (sra), visual analysis, and concomitant product evaluation. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Retains testing was not performed as there is sufficient information to determine user error as the cause of the issue. Trending analysis by lot number was reviewed from 09/15/2016 to 03/14/2017 and trending was not exceeded. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. The concomitant sterrad® 100s was tested by a field service engineer. The unit was in working condition and no maintenance was required. While onsite, the fse provided education regarding proper load preparation and load placement within the chamber. Upon follow-up, an asp tech support representative sent the customer the ci post-processing color chart and the customer confirmed the ci color was within acceptable limits. The issue will continue to be tracked and trended.

Manufacturer narrative:
The correct brand name is sterrad® chemical indicator strip. The correct catalog number is 14100.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® 100s cycle. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly (B)(4) are related complaints from the same facility. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2017-00180 and 2084725-2017-00181.